Manufacturer narrative:
Method: device history review; complaint history review; functional inspection;results: the possible causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserter not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, and outer diameter of clip is too large which is general use error.conclusion:the customer reported event of anchor c diam.3.5mm self drilling 10mm locking ring disengagement was confirmed via visual inspection. No new harm/hazard was identified. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that while putting the screw in the doctor realized that the ring of the screw was flailed out. Therefore the surgeon backed out the screw and used a different one.

Event description:
It was reported that while putting the screw in the doctor realized that the ring of the screw was flailed out. Therefore the surgeon backed out the screw and used a different one.